Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. A subsequent revision occured (B)(6) 2012 due to alleged pain. Upon removal, it was noted the acetabular wall was fractured. The liner, head and shell were removed and replaced. Only the liner and head were manufactured by biomet orthopedics.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02452 / 02453).